Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency of urination and urinary frequency. (B)(4).

Event description:
It was reported that following insertion the patient experienced urgency of urination and urinary frequency.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that a patient underwent a hysterectomy as a concurrent surgical procedure. It was reported that after implantation the patient experienced pain, erosion, infection, recurrence, dyspareunia and urinary problems. It was reported that patient underwent removal of a segment of the suburethral sling on (B)(6) 2012 due to vaginal pain and dyspareunia. (B)(4).